Event description:
It was reported, the user was trying to pace a patient with bradycardia but the unit wouldn't capture because, the signals were too noisy.

Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a follow up report will be submitted. Date report submitted to FDA by manufacturer: 08/13/2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010.